Manufacturer narrative:
Broken cam. Evaluation summary - the analysis results found that one el5ml device was returned for analysis. The device was noted to be in good visual condition and without clips present as the orange indicator was showing up. The device was disassembled for further evaluation and the cam was noted to be broken. No further analysis was done.

Event description:
The sales rep reports that during a laparoscopic cholecystectomy procedure, the devices stuck during the firing sequence. They were not performing a cholangiography. The device was used under normal application. Got a new one to complete the procedure. There was no pt consequence. Two devices will be returned.